Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 3.2, 3.5, 4.4, 2.0.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.2; 2nd inr: 3.5; 3rd inr: 4.4; 4th inr: 2.0; mean: 3.28; sd: 0.99; %cv: 30.22. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met precision criteria. Investigation results from a previous case: donor 1: 1st inr: 2.4; 2nd inr: 2.4; 3rd inr: 2.6; mean: 2.47; sd: 0.12; %cv: 4.68. Donor 2: 1st inr: 2.3; 2nd inr: 2.4; 3rd inr: 2.4; mean: 2.37; sd: 0.06; %cv: 2.44. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. As reviewed on 12/16/2010, twelve discrepant result complaints were reported for lot #237411 yielding a complaint rate of 0.033%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.